Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insultation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the power cord was exposing copper wires. This report was filed in our complaint handling system as complaint # (B)(4).